Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (25 mg/ml at 13.7 mg/day) and bupivacaine (2 mg/ml at 1.1 mg/day) via an implanted pump. The indication for pump use was other c hronic/intractable pain (trunk/limbs) and non-malignant pain. On (B)(6) 2019, it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The event logs indicated an active motor stall. The event date was asked, but unknown by the reporter. No patient symptoms were reported. No further complications have been reported as a result of this event.